Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. Unable to verify for pump error 43.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received alarm which stated an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear alarm but unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.